Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -8.0/10.5/5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6)2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4).